Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was part of the system in which the magnet rate was 85. 100 at bol and 90 when approximately 1 yr to elective replacement therapy. The output has been 5.0v but they did not think anything had changed in this time period because patient has been in egypt since (B)(6). The physician was dr. (B)(6) at (B)(6) center in (B)(6). Lead still remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).